Event description:
It was reported to philips that the user wanted to deliver a shock to a pt in atrial fibrillation during a synchronized cardioversion procedure, but the device did not shock.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.